Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D4: lot number added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. H10: additional narratives / data.

Event description:
It was reported that the patient developed a skin irritation from the 63b electrodes and cover patches. The patient described her skin as red, itchy, and it burns a little. The patient only felt one little bump in the affected area. The patient says that she has been scratching the area. The patient did reach out to her doctor and was advised to use an over the counter medication to treat the skin irritation. The patient took a break in treatment and her skin is still irritated. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: spinalpak assembly: catalog: #1067716, serial: #(B)(4). Therapy date: unknown . Medical product: zimmer polaris screw system. Medical product: cage (height: 8 - 12 mm, 40 mm in length). Medical product: polyaxial titanium screws. Therapy date: (B)(6) 2019. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00048.

Event description:
It was reported that the patient developed a skin irritation from the 63b electrodes and cover patches. The patient described her skin as red, itchy, and it burns a little. The patient only felt one little bump in the affected area. The patient says that she has been scratching the area. The patient did reach out to her doctor and was advised to use an over the counter medication to treat the skin irritation. The patient took a break in treatment and her skin is still irritated. It was reported that no further information is available.